Event description:
A report was received that the patient's ipg will be replaced due to charging difficulties.

Event description:
A report was received that the patient's ipg will be replaced due to charging difficulties.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is doing well. The complaint of the patient having difficulty charging has been confirmed. The analog ic (B)(4) was damaged. The battery depletion rate with stimulation off measured exceeds the typical battery depletion rate. Depletion rate is in the normal range prior to the approximate explant date. At the approximate date of the explant, the depletion rate climbs markedly. Root cause of the analog ic failure could not be determined. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the (B)(4). Current labeling warns against the use of monopolar electrocautery (refer to physician's implant (B)(4)).